Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's left hip was revised. Update 04/19/2018: patient complained that it felt as if the hip construct popped in and out. When asked if any components were disassociated, dislocated, or loose, rep responded "not to my knowledge. Upon soft tissue disconnection and violation of the hip joint, all components appeared to be intact and working as designed".

Manufacturer narrative:
An event regarding revision surgery involving an adm shell was reported. The event was not confirmed as per clinician review. Device evaluation and results: not performed as product was not returned a review of the provided medical records by a clinical consultant indicated 'no confirmation of event, need clinical past medical history, operative reports and examination of explanted components.' All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including 'clinical past medical history, operative reports and examination of explanted components' are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision implant sheet that patient's left hip was revised. Update 04/19/2018: patient complained that it felt as if the hip construct popped in and out. When asked if any components were disassociated, dislocated, or loose, rep responded "not to my knowledge. Upon soft tissue disconnection and violation of the hip joint, all components appeared to be intact and working as designed".